Event description:
It was reported that a user experienced failure to pair a new dexcom g7 sensor with the ilet, despite successful pairing of the same sensor to the dexcom mobile app; the user had entered the sensor pairing code more than 30 minutes prior, and support guided the user to toggle the pump cgm setting between g6 and g7 and confirmed the pump entered pairing mode, consistent with a communication or connectivity issue involving the cgm interface. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that pairing timing and configuration contributed to the inability to establish communication between the ilet and the g7. It was concluded that the event was related to device use and setup, with no device malfunction confirmed.